Manufacturer narrative:
H3: product analysis confirmed visually, the shaft was broken 5.68 inches (from the distal end of the diamond grit tip to the break point) when returned. There was contamination compacted onto the tip and distal portions of the outside diameter of the outer tube. Under magnification, there were indentions/dimples on the outside diameter of the shaft proximal to the tip and discoloration near the break point. Functionally, the device failed due to the damaged condition upon return and the inability to properly load the device onto a handpiece. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the bur came off, after use not during the drilling. The tip does not seem to be damaged. The procedure was completed with backup product(s). There was no patient impact.